Event description:
A nurse reported some resistance within the cannula during use. Product could be pushed forward, to the middle of the cannula, then it released with a certain amount of pressure. Additional info received from the facility stated the issue has occurred approx five or six times. There have been no pt injuries and no delays in surgery.

Manufacturer narrative:
The device was not returned for eval. Device record review indicated the product met release criteria; there was no difficulty noted during the mfg process. There has been one other complaint reported in this lot number. The mfg process has been optimized in order to improve the distribution of the syringe stopper through the syringe in order to prevent similar issues from occurring. Additional info was requested and received. (B) (4). (B) (4). (B) (4).